Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl; cause was unknown. Customer consumed "orange juice, peanut butter, dates and glucose tablets" to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.